Event description:
It was reported that the bd needle had a defect. The following information was provided by the initial reporter translated from chinese to english: "when the day shift nurse performs an indwelling needle puncture for a patient, the needle core automatically ejects, resulting in unsuccessful puncture."

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.